Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1780kl. The customer reported that the screen was scratched, and the buttons were sticking and hard to press. The customer declined to troubleshoot. No harm requiring medical intervention was reported. No product return is required for mmt-1780kl.

Manufacturer narrative:
Unit was received with battery cap and found no anomalies on battery cap. Unit passed self-test. P-cap was attached and locked into place correctly. The keypad was responsive during testing. However, moisture damage noted to keypad trace. Unit was successfully downloaded using thus for history files and traces. Stuck key alarm was not present in history files and traces. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, cracked case at the battery tube, peeling serial number label, cracked keypad overlay, keypad overlay texture damage, minor scratched lcd window. Pump passed required test and all buttons function properly. However, minor scratched lcd window was confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.